Manufacturer narrative:
Product event summary: manufacturer's analysis found that the analyzer failed incoming functional testing; it tested out-of-specification in an electrical manner, showing a low battery warning message despite using a known good battery. The analyzer will be retained by the service department for failure analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned with no information subsequently tested out of specification during manufacture ER¿s analysis. There was no patient involvement.